Event description:
During access into the common femoral vein, the distal portion of the wire guide was noted to have separated from the spring coil portion of the wire. During the attempt to remove the wire, the device began to unravel. Device was then removed as a unit. The separated segment of the wire was left in the pt and remains in the soft tissue anterior to the vessel. No consequences to the pt as a result.